Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump rewound and began to count down as if battery was changed. Customer received at least three radio frequency pic failed self test. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed during self-test and was unable to communicate with the blood glucose meter due to a faulty electrical component on the radio frequency board. However, the insulin pump was received with normal operating currents and passed a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.